Manufacturer narrative:
The device was returned for analysis. The difficult to open or close could not be confirmed. The failure to cycle, and material separations were confirmed. The difficult to remove is related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of hemorrhage and tissue damage is listed in the perclose prostyle instructions for use (IFU) as a known adverse event associated with use of suture mediated closure devices. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and force was used to remove it. It should be noted that the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, that step 2 was not completed leaving the posterior needle tip in foot pocket. Then when plunger pulled the suture separated. The posterior foot appears to not have come out of the pocket (based on evidence of a bend), which prevented the foot from closing, inhibited removal, and may likely have contributed to the foot separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional clarification was received. It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. Additionally, the two devices met resistance upon removal. It was suspected that the foot of the devices had not closed completely prior to the removal attempt; therefore, the devices were advanced again and the lever was opened and closed to attempt to ensure the foot of the device was closed. The levers of the devices were closed completely prior to attempting to remove the devices. There was still resistance noted and the devices were pulled out against resistance. Upon removal it was noticed that a suture break had occurred with the devices the foot of the prostyle devices(both devices) had remained open and had separated. The location of the separated prostyle feet were unknown. Echo and CT were performed; however, the missing prostyle feet were not found. "It was possible tissue or vessel damage occurred since there was a little bleeding upon removal of the device which was treated with manual compression for 10 minutes". There were no flow disturbances noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 8f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. The sheath size used prior to the ablation was an 8.5f sheath and the sheath was not upsized for the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close could not be confirmed. The failure to cycle was confirmed as a link break. The material separations were confirmed. The difficult to remove is related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of hemorrhage and tissue damage is listed in the perclose prostyle instructions for use (IFU) as a known adverse event associated with use of suture mediated closure devices. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and force was used to remove it. It should be noted that the IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure due to the device issues. In this case, it is possible, that the plunger was not fully depressed against the handle (step 2) leaving the posterior needle tip in foot pocket. Then when plunger was pulled the needle tip bent and the suture separated. The bent posterior foot likely did not come out of the pocket, which prevented the foot from closing, inhibited removal, and may likely have contributed to the foot separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h10 - additional mfg narrative: revised.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional prostyle device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. Additionally, the two devices met resistance upon removal. It was suspected that the foot of the devices had not closed completely prior to the removal attempt; therefore, the devices were advanced again and the lever was opened and closed to attempt to ensure the foot of the device was closed. The levers of the devices were closed completely prior to attempting to remove the devices. There was still resistance noted and the devices were pulled out against resistance. Upon removal it was noticed that the foot of the prostyle devices(both devices) had remained open and had separated. The location of the separated prostyle feet were unknown. Echo and CT were performed; however, the missing prostyle feet were not found. "It was possible tissue or vessel damage occurred since there was a little bleeding upon removal of the device which was treated with manual compression for 10 minutes". There were no flow disturbances noted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 8f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.